Event description:
It was reported that this pacemaker exhibited undersensing. Reprogramming was performed and the issue was resolved. No adverse patient effects were reported. At this time, this device remains in service.